Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked due to a loose connection of the transfer set to the cassette. This occurred during drain one of nine of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The care giver (cg) stated they tightened the connection and continued the therapy. Renal therapy services (rts) advised the care giver to start over with all new supplies. It was not reported if the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.